Event description:
It was reported the patient heard an alert tone and presented to the emergency department for device interrogation. It was determined the right ventricular (rv) defibrillation coil impedance measurement was low. It was also reported the patient had a "large" hematoma around the device. After turning off the superior vena cava coil and remeasuring the impedance in the rv defibrillation coil, the impedance measurement increased. The low rv defibrillation coil impedance was likely due to the hematoma. The physician elected to turn off the rv defibrillation impedance alert and follow the device per normal procedure. The lead and device remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical product: 5076, implantable pacing lead, (B)(6) 2007. (B)(4).